Event description:
It was reported the patient's left supra-orbital lead had migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2024 where the lead was repositioned and addressing the issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch:t00005323 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.